Event description:
Received info stating that customer's pump is not charging. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.